Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred pre-maturely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.